Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, the cutting was dull. There was difficulty grasping the tissue. Another device was used to complete the case.